Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. The pump was unable to perform displacement test, operating currents, self-test, off no power, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. No cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was unknown. The customer stated that the pump turned completely off and she changed the battery 2 times. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to insert new aaa alkaline batteries. The customer declined to troubleshoot for high readings. The insulin pump will be returned for analysis.